Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. When the arm was tested on an in-house system, it failed normal mode as it triggered a 319 error. During inspection, rolling loop fiber was misaligned and damaged. When the arm was tested on patient side cart (psc) fixture test platform (pftp), the arm failed fiber test pointing to rolling loop fiber. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, staff experienced a fault on universal surgical manipulator (usm) 2. Error 319 occurred during docking. The customer tried to power cycle the system, but the error returned. The customer disabled the usm and proceeded with 3 usms. The procedure was completed as planned with no reported injury.